Manufacturer narrative:
H6- device evaluation: lens was returned dry with residue/debris on product in a microcentrifuge vial. Visual inspection found one of the haptics broken. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens -14.00/1.0/077 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6)2023 the lens was exchanged for shorter length lens due to excessive vault and significant reduction of iridocorneal angles and the problem resolved. In the reporters opinion the cause of the event was the device.